Manufacturer narrative:
Investigation - evaluation: visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device, rpn nge-017115-mb, lot #8366673xx was returned for investigation. The device was returned with the handle in the open position and the basket formation was in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. The support sheath is bowed in appearance. A visual examination noted the basket sheath is kinked 36 cm from the distal tip and again at 94 cm from the distal tip. Functional testing determined the handle does not actuate the basket formation. The handle was disassembled. The basket formation was able to be manually actuated on the fourth attempt. The basket formation appears to be sticking when attempting to actuate. The basket formation is no longer symmetrical, but out of shape. The device history records were reviewed and found no related non-conformances associated with related complaint device lot numbers 8366673 and 8366673xx. A review of complaint history revealed this is the only complaint associated with related complaint device lot numbers 8366673 and 8366673xx. The instructions for use (IFU) provides the following: suggested handling instructions for extractors and forceps. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The complaint device was found to have a basket that would not function due to sheath damage. The sheath was found to be kinked in multiple locations. The kinks prevented the basket subassembly from moving freely within the sheath when the handle was operated. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that the ngage nitinol stone extractor wouldn't open. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ngage nitinol stone extractor wouldn't open. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.